Event description:
It was reported by customer that they had a pcu and large volume pump module that did not alarm for air-in-line during an infusion of normal saline at a rate of 30ml/hr. The pcu seemed to work with other lvp modules, but for safety they removed both from service. There was patient involvement however no harm.

Manufacturer narrative:
Additional information: device eval by manufacturer?, imdrf annex a, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of air bubbles passing through the pump module without alarms was not reproduced during laboratory testing. The inspection process did not find any issues or anomalies with the suspect pump module that may have been a contributing factor to the reported issue. All inspected parts were manufactured by bd. Results from air in line threshold test method, consisting of single air bolus detection and accumulated air detection tests demonstrated the unit is operating within specifications. Based on the review of the logs, on (B)(6) 2025 at 10:08:45 am, the pcu event log showed the pcu and the suspect pump module were powered on and was assigned channel ¿b¿. The profile in use was identified as ¿critical care¿. It was identified pump module ail bolus limit was set to 250l and accumulated air enabled. At 2:11 pm, pump module was infusing ¿. Maintenance ivf¿ with a rate of 10ml/h and volume to be infused (vtbi) of 900ml. Infusion was paused and after one (1) minute infusion was restarted. Recording a primary volume infused (pvi) of 4049.93ml and secondary volume infused (svi) of 2782.17ml, an accumulated from previous infusions. At 2:15 pm, pump module was selected and a secondary infusion was programmed for ¿metronidazole¿ with a rate of 100ml/h and vtbi of 100ml. The infusion was started and recorded a pvi of 4053.41ml and svi of 2782.17ml. At 3:15 pm, secondary infusion was completed and switched to primary infusion. Recording a pvi of 4053.41ml and svi of 2882.19ml. At 3:35 pm, pump module alarmed for ¿air in line¿ and infusion was restarted. Recording a pvi of 4078.54ml and svi of 2882.19ml. At 4:40 pm, pump module was selected, and a delay for 30 minutes was programmed. At 5:06 pm, pump module alarmed for ¿door open¿ and channel was powered off. Recording a pvi of 4159.22ml and svi of 2882.19ml. The bd alaris system user manual v12.3.2, stated within warnings and cautions, when programming an infusion with the guardrails¿ suite mx, ensure that the correct profile (for patient care area) is selected prior to starting an infusion. Failure to use the appropriate profile can cause serious consequences. Minimize downstream infusion of air by incorporating the following steps: expelling air from the line during priming allowing cold solutions to warm to room temperature to prevent outgassing setting appropriate air-in-line thresholds ensuring the drip chamber remains vertical entering a vtbi less than or equal to the container volume the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the reported air bubbles passing through the pump without alarms was not identified. Air in line (ail) sensor detection system was confirmed operating within specification based on the test results. No issues or anomalies were observed. Concomitant administration set was not received for dchu investigation. Administration set is associated and being further investigated in (B)(4). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that they had a pcu and large volume pump module that did not alarm for air-in-line. The pcu seemed to work with other lvp modules, but for safety they removed both from service. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that they had a pcu and large volume pump module that did not alarm for air-in-line during an infusion of normal saline at a rate of 30ml/hr. The pcu seemed to work with other lvp modules, but for safety they removed both from service. There was patient involvement however no harm.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: date of event, describe event or problem, concomitant med prod data. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, imdrf annex e, f, b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.